Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the flex drill bit fractured during use. The tip of the flex drill bit was not retrieved and left in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product or photographs were returned; therefore the condition of the product is unknown. Product lot number was not obtained, therefore device field age, and information regarding device history records cannot be determined. The reported device is used for treatment. Without product lot number, a full complaint history search could not be performed. Complaint history was performed using item number, revealing 54 additional complaints. 51 of these complaints involve fractured drill bits. It is not known if the drill bit was utilized in the proper flexshaft with the correct technique. With the information provided a specific cause for the fractured drill bit could not be determined with certainty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product or photographs were returned, therefore the condition of the product is unknown. Product lot number was not obtained, therefore device field age, and information regarding device history records cannot be determined. The reported device is used for treatment. Without product lot number, a full complaint history search could not be performed. Complaint history was performed using item number, revealing 54 additional complaints. 51 of these complaints involve fractured drill bits. It is not known if the drill bit was utilized in the proper flexshaft with the correct technique. With the information provided a specific cause for the fractured drill bit could not be determined with certainty.